Event description:
As reported, following the patients 3 yr post-implant visit, the site opted to proceed with a right heart catheterization (rhc) to evaluate for advanced therapies. On (B)(6) 2026, rhc was scheduled and the site requested case support for possible calibration stating that the patient's pulmonary artery pressure readings may be "too good to be true". The site further clarified that the patient's mpap was low, therefore the physician wanted to make sure readings were not a device inaccuracy. The rhc with recalibration was performed as scheduled on (B)(6) 2026. On (B)(6) 2026, post-procedural review of the recalibration noted no post-calibration flags, and a pressure adjustment of -4.198 mmhg was applied. Results were within fluid filled limits of agreement.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. The sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed, and it was confirmed that no relevant nonconformances were associated with the sensor lot at the time of manufacture. On (B)(6) 2026, (1124 days from implant), the patient underwent a right heart catheterization (rhc) recalibration. The offset determined during the recalibration fell inside the fluid-filled reference measurement error range, thereby confirming that the sensor was performing as expected. As a result, the reported event was not confirmed. The product's instructions for use were reviewed and note that edwards monitors sensor performance over time. When analysis suggests anomalous sensor performance, recalibration using the rhc procedure may be required. If anomalous data is confirmed through the internal monitoring program, edwards will notify the site. The instructions for use further state that when anomalous readings are suspected, corrective recalibration using the rhc procedure may be necessary. Based on the available information, no further corrective or preventative actions are required at this time.